Event description:
A report was received that the patient underwent a pocket revision due to discomfort at the pocket site as the patient is thin. The physician relocated the pocket and the patient was reportedly doing well following the procedure.